Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
It was reported that on (B)(6) 2017 there was a meeting with the charges of pacu and with a representative from (B)(4). Starship or reported at that meeting another serious issue where a baby arrested in theatres and the pulse oximetry on the draeger monitor failed during the arrest. On (B)(6) 2017, I met with starship or anesthetic charge with the (B)(4) representative to gain more information about the patient incident. On (B)(6) 2017 theatre 4, a (B)(6) child, having a hernia repair. The patient arrested during surgery at around 11am. The draeger monitor struggled to get pulse oximetry throughout the case and then dropped out completely. They did have pulse oximetry on the radical 7. The radical 7 performed throughout the arrest readings in the low 20¿s at times. No dropout on the radical 7. Permission given to retrieve the data log from the draeger monitor 6am (B)(6). We also have the anaesthetic record po. Per the customer, the involved device was draeger monitor and masimo cable and sensor. The child is now in a stable condition.